Event description:
It was reported that a pump declared an altitude alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by replacing the cartridge, and technical support provided tips for preventing future altitude alarms, leading to the pump resuming normal operation.